Event description:
It was reported by the user site on (B)(6) 2025, that when rotating the c-arm on a selenia dimensions 3d mammography system into a specific position, the c-arm would intermittently continue to rotate. It was reported that the technologist has to press the button again to correct the issue. A hologic field service engineer (fse) was dispatched to examine the device a found the right-side rotation control was intermittently unresponsive and sticking, causing c-arm rotation after the switch is released. The fse replaced the c-arm control panels and tested system functionality. No patient or user injury was reported, and no further information is currently available.